Event description:
The end of wire that connects to detachment device was bent at a 90 degree angle. Physician did not want to use for fear of reduced conductivity required for coil detachment. This product was not used on the pt, but was tested prior to use on pt.